Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis it is unknown when non-union occurred. This report is for two (2) 3.5 mm cortical screws. Implant date is unknown. Device is not expected to return. Part # is unknown, 510k number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery of a proximal humerus on the patient¿s right upper arm was performed on (B)(6) 2016 due to non-union. The date of the original surgery is unknown. Post-operative x-rays taken on an unknown date, had revealed a non-union of the patient¿s bone. The devices, one (1) 3.5mm lcp® proximal humerus plate-standard 5h shaft/114mm, eight (8) 3.5mm locking screws and two (2) 3.5mm cortical screws were removed easily and intact. The patient was revised to a plate and screw construct. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. This report is for two (2) 3.5 mm cortical screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.